Event description:
It was reported that the patient was in the hospital with symptoms and the patient¿s heart rate dipped into the 30s at times. An interrogation of the implantable pulse generator (ipg) device noted a warning for power on reset (por), a warning for lead fracture, and elective replacement indicator (eri) status. Erratic behavior and high battery impedance was observed. All measurements were considered unreliable. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).